Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called to report that the insulin pump did not stop when the reservoir was reached. Customer's father stated that the piston did not detect the reservoir several times during the rewind process. Customer's father stated that the insulin pump, then, delivered the entire reservoir of insulin into the air. Customer's blood glucose reading was 200 mg/dl. Troubleshooting was done and the insulin pump passed functional testing. However, the product is being replaced based on the customer's request.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with no drive/motor anomaly noted. The motor was tested outside of the device and passed. The insulin pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.